Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead due to non-physiologic signals/sic (sensing integrity counter). Additionally, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that there were 15 nst episodes with v-v intervals <(><<)>200ms on (B)(4) 2016, and 3465 v-sics were noted since the last session 16.8 days prior. The rv pacing impedance was steady at approximately 552 ohms through (B)(4) 2016, when it begins to rise out of range by (B)(4) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for oversensing sensing integrity counter (sic) and non-sustained tachycardia episodes. High impedance noted due to a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.